Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized three times for low blood glucose levels. Prior to the most recent hospitalization, the customer was found unconscious and required a glucagon injection. The customer was not feeling well enough for troubleshooting during the call, and her husband was not familiar with the pump.